Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. It is unknown if there are plans to reimplant the patient with another device as of the date of this report. This report is filed february 9th, 2015.

Manufacturer narrative:
This report is filed march 5th, 2015.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead wire. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.